Event description:
It was reported that the handpiece was leaking in the sterilization tray. There was no patient involvement and no allegations of adverse consequences.

Manufacturer narrative:
The handpiece was returned to the manufacturer for investigation. According to the quality engineer, the alleged leak could not be duplicated. The report of a leak was most likely caused by a build up of oil in the handpiece during regular use. Over time the oil build up can reach a critical level and start coming out in the sterilization process.